Manufacturer narrative:
Manufacturer¿s evaluation: the product is unable to be analyzed as the complaint of infection cannot be confirmed via laboratory testing. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-00487. It was reported the patient's entire scs system was explanted on (B)(6) 2016, due to an infection (unknown site). Cultures of the patient's leads confirmed to be (B)(6)-(B)(6). The patient is receiving treatment by an infectious disease doctor at this time.